Event description:
It was reported by a consultant that during a spine procedure the hexagonal screwdriver with t-handle was used to insert a variable axis screw and the tip broke off inside the head of the screw. The surgeon removed the screw and the broken screwdriver tip and replaced the screw with the new one. Two additional hexagonal screwdrivers with t-handle were used to complete the procedure. This complaint is on the 1st screwdriver.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The samples were received with one broken tip and two twisted tips. Visual inspection noted a homogenous fracture face possibly indicating material conformity and a forced rupture. The lot number provided is invalid therefore a review of the device history record could not be completed. There were no faults detected in the manufacturing review that could have contributed to the reported event.